Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and missing motor assembly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, scratched case and end cap broken off. (B)(4).

Event description:
The customer's father reported via phone call that the damage on the insulin pump. The customer's father reported that the bottom of the insulin pump was busted and they could see wires. The customer's father stated that they were having high blood glucose of 443 mg/dl at the time of call due to being off the insulin pump. The customer's father stated that they had a car accident and the insulin pump got damaged. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.